Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that checked logs and found key 1 depressed on boot, verify operation of hand and foot switch. Reflash system board, check boot under various scenarios with no errors. The imaging system then passed the system checkout and was found to be fully functional. Device mfg date: not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that a manufacturer representative (rep) was on site noticed that the system was booted up in standalone mode. The rep went into the room and worked on the system. System was noted to be fixed after looking at the system. No patient was present. No delay.